Event description:
It was reported that there was a "complaint" about the stimulation. The patient was a complicated case wherein the patient's dystonia had improved, but the dyskinesia was still somewhat good. The patient had fallen a couple of times in the past and was unsure if therapy was better, same or worse before the fall. Impedance measurements found the following: co - 1408 ohms 13 ua; c1 - 1140 ohms 14 ua; c2 - 1650 ohms 12 ua; c3 - 1548 ohms 12 ua; and 01, 02, 03, 12, 13, 23 all showed >2k with a current of 10, 9, 9, 10, 10, 9 ua. The patient was programmed with 0+2- electrodes.

Event description:
Additional information received indicated that the event pertained to this device. It was reported that the cause of the event was falls and they were unsure if therapy was changed. It was noted that the event was attributed to an unknown lead issue and impedances were greater than 2000 ohms on the left side. It was reported that imaging was done on (B)(6) 2013 and no lead breakage or fracture was seen. The patient did not require hospitalization and there was no injury to the patient.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v354660, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v245967, implanted: (B)(6) 2009, product type: lead. (B)(4).